Manufacturer narrative:
(B)(4). (Device product code) is only populated for submission purposes. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received dbs system. It was reported the patient experienced ineffective stimulation in the past. System diagnostics determined high impedances on the left lead (reference MFR report #s 1627487-2013-00343 and follow up 001). Effective stimulation was restored through reprogramming and the issue was resolved at that time. However, the issue recurred and the surgical intervention was taken on (B)(6) 2015. Intra-operatively, the leads were disconnected from the scs extensions and were tested revealing normal impedances. Additionally, impedances were also normal when the leads were connected to the extensions and tested independently of the ipg. As a result, the ipg was explanted and replaced which resolved the issue. Postoperatively, diagnostics determined normal impedances on the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.